Manufacturer narrative:
(B)(6). It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received questionable urinalysis results for one patient sample from the urisys 1100 analyzer serial number (B)(4). Of the data provided, the results for blood and leukocytes were discrepant. The initial result was "negative" for both blood and leukocytes. The result from the visual comparison for blood was dark green. The result from the visual comparison for leukocytes is purple. No information was provided to determine if the erroneous result was reported outside the laboratory. The caller does not have any specific patient information since this has been an ongoing issue for the last 6 months since they updated to software version 6.6 and this has occurred with several strip lots since then. It is unknown how many patient samples were affected. They have repeated tests and still gotten the same result. The facility has been basing patient treatment based off of the visual reading only.